Manufacturer narrative:
Concomitant medical device: 310c29 tissue valve implanted: (B)(6) 2015.

Event description:
It was reported that the right atrial (ra) lead experienced a fracture. The lead experienced high impedance, noise and undersensing of p-waves at the maximum sensitivity. It was also reported that the patient experienced a left sided occlusion. The right atrial (ra) lead and right ventricular (rv) lead were capped and replaced. The leads were connected to a new device implanted on the opposite side of the patient's chest. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.